Manufacturer narrative:
The issue can be confirmed by investigating the actual device. The device is initially investigated by return department. We have received the confirmation of the damage written. Photos were provided as well. The root cause cannot be determined. The issue will be resolved by replacing the damaged wheel. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that one of the wheels fell off the ventilator cart. There was no patient involvement. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).